Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks on screen that hard to see. Customer blood glucose value was unknown at the time of the incident. The device will not be return for analysis.